Event description:
Electrode failed on the lx-20 high volume chemistry analyzer and produced incorrect higher sodium, chloride, and co2 (carbon dioxide) levels on eighteen outpatients and three inpatients. This machine has regular maintenance. The manufacturer advises monthly maintenance on electrode only when electrode starts to fail. This report addresses one patient's results which initially was 149 sodium, 32.8 co2, and 113 chloride. Corrected values were 137 sodium, 104 chloride, and 24.0 co2. The tests were initially run on the lx20 and then followup tests were run on another lx20. Lx20 is leased from beckman coulter. Lab replaced the electrode in the initial lx20 with another electrode on stock that was not expired. This second electrode failed to stabilize also, and lab ran quality controls every two hours the next day to assure accurate patient test results until machine was repaired. Quality controls have been run every eight hours since this occurrence. Lab will change the electrode every six months to prevent further early electrode failure. Lab is considering early replacement with another chemistry analyzer which can handle an even larger volume of tests.